Manufacturer narrative:
The reported events were r-wave amplitude variation and a high capture threshold, oversensing noise that led to inappropriate automatic mode switch. As received, a partial lead was returned in two pieces. The reported events of r-wave amplitude variation, high capture threshold and oversensing noise were confirmed. Visual inspection found external abrasion breaching the outer insulation and exposing the outer coil at the distal region consistent with friction to another device or feature of the patient anatomy. The cause of r-wave amplitude variation and a high capture threshold and oversensing noise was due to exposure of outer coil at the abrasion zone.

Event description:
Related manufacturer reference number: 2017865-2021-32954. It was reported that the patient's right ventricular (rv) lead presented with noise that read as several high ventricular rate alerts. There was also r-wave amplitude variation and a high capture threshold noted on the rv lead. P-wave amplitude variation was noted on the right atrial (ra) lead. Programming changes were made to address both lead anomalies. In a follow up, both the rv and ra lead exhibited oversensing noise that led to inappropriate automatic mode switch. Both leads were explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead presented with noise that read as several high ventricular rate alerts. There was also r-wave amplitude variation so reprogramming was done. After the programming changes, the patient was stable.